Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of routine low voltage alarms resulting in a system controller exchange. The heartmate 3 system controller (serial #: hsc-(B)(6) was not returned for analysis; however, a log file was submitted for review. The submitted controller event log file contained events spanning approximately 9 hours on 19mar2024 (7:49:47 to 14:16:20 per time stamp). At 13:55:41, a ¿low power advisory¿ alarm becomes active due to routine battery depletion which cleared once the patient connected to fully charged batteries 55 seconds later. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the exchange resolved the issue, and if any product would be returning to abbott; however, no response was received. The reported alarms were unable to be correlated to a device related issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction section d4 (catalog number and UDI): correction no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's ventricular assist device (vad) alarmed when the patients batteries got low and were going into 'low mode'. The patient reporting that they ran this up to 11 minutes. The only history that was showing was low voltage. When the patient did this now, they were reporting feeling dizzy and not well, and it took 30 minutes to an hour to feel better again. The patient believed this was a system controller malfunction. The patient had been using old batteries, which had since been replaced. Their battery clips had also been replaced, and the patient had been instructed to clean connector points. The current controller was switched to backup, and the patient will continue to update with any similar alarms. Log file review was requested, and the low power event in the set of log files was due to normal battery depletion. The low power alarms did not interfere with the pump running at the set speed. The log file did not contain evidence of any type of controller issues.